Event description:
It was reported that the patient had stimulation in the wrong location from their implantable neurostimulator (ins). Specifically, the patient stated that the stimulation was supposed to target to their low back and down their right leg. But when they turned the stimulation on and up to where they needed to feel it, it felt like ¿"I got a hula hoop where stim goes around chest around my rib cage¿. The patient also noted that the ins was shocking them in the chest. It was noted that their pain was in the lower back and that the ins stimulator did not ¿seem like it¿s doing nothing for the low back¿ and they could not stand ¿to do my dishes¿. The patient had met with the manufacturer¿s representative for reprogramming last week or the week before but the problem had not resolved. The patient was directed to turn off the stimulation at that time for a day and stated that ¿the whole day my back hurt¿. The patient had another appointment next week for follow up. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. The patient received assistance from their doctor or manufacturer¿s representative (rep) on (B)(6) 2014 and their concerns were resolved. It was also reported that the patient was still having concerns regarding their device or therapy but were working with their doctor or rep. An appointment was scheduled for ¿(B)(6) 2014.¿

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97791, lot# n420085, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).